Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. Hospitalization and treatment for the event was not reported. At the time of this report, the patient was not recovered. Action taken with dianeal therapy was not reported. No additional information is available.